Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device after a coronary interventional procedure. Reportedly, when the clip was deployed it did not feel right. When the device was removed the clip was found on the distal end of the clip delivery tube. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence the device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deployment issue and the clip found on the distal end of the device were not confirmed. Analysis of the returned device detected no external or internal anomaly or damage and all components were in proper post deployment positions. The clip was not returned and may have dislodged from the device post procedure or during handling/shipping. Based on the visual and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of a query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.